Event description:
It was reported that the 9600 system had a bad iris pot error message. Also the collimator iris slipped out of the track. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The iris pot was replaced and aligned. The collimator iris was repaired during the service call. The system was tested and found to be working as intended and put back into service.